Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 436mg/dl. The caller stated that they found an infection in her body during her admission. The customer stated that she was discharged three days later, and she went back up on the insulin pump, but her glucose level rose to 576mg/dl. The customer was treated with manual injections. Troubleshooting was performed, and the programming was correct. Reviewed the alarm history and noticed a button error alarm. The caller mentioned wearing the infusion set for six days. Instructed the customer to call back when the tubing clamp arrives to complete testing. The customer called back to perform the high pressure test and the test failed. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.